Event description:
The customer reported est failed due to the inhalation autozero solenoid cannot open. The customer reported there was no patient involvement.

Event description:
The customer reported est failed due to inhalation transducer autozero failure. The customer reported there was no patient involvement.